Event description:
It was recorded that pm and alarm will not sound even with new battery. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d4: UDI updated - (B)(6). H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found that the exhalation diaphragm is missing. During the functional testing, it was found that the recommended service was due, but the alarm power issue could not be duplicated. The cause of the issue was found to be that routine maintenance was needed. An MRI compatible battery, sintered filters, washers, o rings and the missing exhalation diaphragm were replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Event description:
Additional information was received. Event date provided. Event occured in a hospital.